Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: degradation and stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of a leak. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the chipped adhesive on the bending section cover and a detached rubber cover of the forceps port was found to be most likely due to degradation and stress. During inspection of the device, the sticky up/down angulation lever plate cause could not be identified. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The b5 of the initial MDR inadvertently included a reportable finding of a sticky up/down angulation lever plate. Further review found there was no such reportable malfunction captured in the investigation for the up/down angulation lever plate.